Manufacturer narrative:
Product event summary # product ID# 5076-35, a proximal portion was received measuring 5.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage,visual summary analysis of the lead was performed.

Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no information. Information identified in the manufacturer¿s database indicated the patient died approximately seven months post implant of the ipg, approximately 2.5 years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant products: implantable pulse generator product ID sedr01, implanted: (B)(6) 2010; implantable pacing lead; product ID 5076-45, implanted: (B)(6) 2002.(B)(4).

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.